Event description:
A health care professional reported that a family member of the patient had said that the spinal cord stimulation has not worked for 1.5 years, and that the patient has not been charging the spinal cord stimulation. The patient stopped using the therapy because it was not doing anything for her.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2019, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called back from number registered re-reporting information previously documented in this case. Pt said they hadn't used or charged the ins in 2-2.5 years since it had never worked for them at all. Pt said they needed an MRI and tried charging a couple of months ago but couldn't get the ins charged. Patient services (pss) walked pt through passive recharge mode (middle number of 99) and pt was able to start recharging with excellent charging quality (controller 90%,ins in the red- pt was seeing battery empty, cannot provide stimulation screen). Pss reviewed MRI mode and pt may call back for further assistance getting into MRI mode once ins is charged.

Manufacturer narrative:
Continuation of d10: product ID 977c265 serial# (B)(6) implanted: (B)(6) 2019 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) called back and re-reported previously documented events from this case. Pt added that the implanted neurostimulator (ins) hasn't worked since implant date to provide them with therapeutic relief and they believe the reason was because the physician "accidently nicked the spinal column" they think and used glue which they believe cause the ins to not work. Pt mentioned they were planning to have neck surgery and wanted to know if their hcp removed the ins, but left the leads, if they could have an MRI. Patient services specialist (pss) reviewed abandoned lead scenarios in regards to mris with the pt. Pt confirmed the neck surgery was not related due to complications with the spinal cord stimulator (scs). Information was received from a patient's representative on 2023-mar-06 regarding an implantable neurostimulator (ins). Caller reported previously reported information. Caller reported that patient is going to have spinal surgery day after tomorrow and hcp will be removing the ins.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that the implant was removed on (B)(6) 2023. Pt said it never worked from day one and they tried everything. Pt reported that the device was discarded by their surgeon.

Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause was not determined. The physician felt that the glue that they had to use to seal the csf leak was interfering with the efficacy of the ins. It was determined that the patient would wait 6 months and then reevaluate. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 05-nov-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that the patient was programmed with hd settings and the ins was turned on for the first time on monday. The rep stated that the patient had made them aware that they didn't feel stimulation and they were not getting benefit from the ins. The rep had noted that the patient not feeling stimulation wasn't necessarily an issue if they were programmed to hd settings but the rep noted that the patient was not getting therapeutic benefit and this was the case for all three of the patient's groups. The rep noted briefly that the patient had tried to turn the stimulation up. The rep stated that the impedances were 'fine' but when asked further the rep never actually checked the electrode impedances for the active contacts, they only knew that they were 'green'. The rep met with the patient again on mar-14 and re-programmed the ins using ld settings to see if the patient could feel stimulation. The rep said the patient needed the stimulation to cover left leg pain. The rep stated that the patient was trialed with a percutaneous lead and the patient felt stimulation at 2.5ma. The rep said the patient was programmed with: a1 6-7+ 15ma/200pw/1000hz and now 5.1ma, b1 6+ 7-, c1 14+15-. The patient reported no relief. The rep also provided additional impedance information: electrode impedance: reference 6: 7: 430 ohms 5: 430 ohms 8: 590 ohms 4: 560 ohms 3: 680 ohms 9: 570 ohms 14: 410 ohms 13: 440 ohms reference 7 15: 400 ohms 14: 470 ohms reference 14 11: 640 ohms 12: 590 ohms 13: 440 ohms 15: 450 ohms technical services reviewed impedances and suggested reprogramming the ins. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the lack of stimulation and the lack of therapeutic effect was not determined; the rep stated that tech services said it could be a short in the lead with low impedances. The rep said the patient was to follow up with how they were doing in the next week or so. The rep said the programmed the patient at the top of the lead where impedances were showing higher and the patient was getting stimulation down the legs so they wanted to try that and report back later on how they was doing. The rep noted that the lack of therapeutic effect may have improved as the patient was feeling more with programming at the top of lead. No further complications were reported. Additional information was received from a consumer and it was reported that they had never had therapeutic effect since implant. They stated that they were in so much pain and maybe it was even worse than before the implant. The caller stated that the trial worked amazing, but the implant was making them barely remember their own name. They had a flat MRI to check the status of the ins and the MRI showed nothing. They stated that at implant the spinal column was cut a little bit and glue was used to stop the csf fluid from leaking out. The caller stated that the healthcare provider was unsure if this caused the pain or what was happening. No further complications were reported or anticipated.